Manufacturer narrative:
The device was received. Investigation is not complete.

Event description:
Report received of a nondelivery on the secondary line. At 0625, the device was programmed to deliver 1000 ml of lactated ringers with 16 meq of kcl added, at a rate of 100 ml/hr on the primary line. The secondary line was programmed to deliver an unspecified concentration of mefoxin via a 10 ml syringe at an unspecified rate. At 0930, it was noted that an unspecified amount of solution remained in the syringe. The device was removed from clinical service. Therapy was resumed using a replacement device. There were no reported adverse patient effects. No medical interventions were required. The patient was discharged on 11/2004. Though requested, no additional information was provided.